Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient was still seeing the screen for settings not available. The patient said she is able to change groups and increase her amplitude in one group but not in the other. The patient repeated that she did have an ablation done in her back at the same time that she started to see the settings not available screen. The patient was redirected to her hcp. The patient mentioned she did have an x-ray of the implant done but they are waiting for the results. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 14-jun-2021, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: 15-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator. It was reported that a couple of weeks prior to the report, the controller had been showing the settings not available screen when trying to increase the settings. The controller allowed her to decrease intensity, but it always showed settings not available when trying to increase. In the last week, the patient hasn't been feeling stimulation. The controller showed stim was off, but she still couldn't feel stim when it was turned on. The patient was experiencing leg pain that was getting worse from the hip down to the ankle. Additional information was received from the consumer regarding the patient on 2020-jun-02. It was reported that the patient is unsure of the cause of the settings not available message. The patient noted that the vibration had stopped. As of 2020-may-27 the problem had not resolved. The patient is trying to get an appointment with the implanting healthcare provider (hcp) for an x-ray. Additional information was received from a manufacturer representative regarding the patient on 2020-jun-16. It was reported that the manufacturer representative checked impedances on (B)(6) 2020 and all contacts were showing yellow-avoid besides contacts 6 and 15 which are showing green-normal. 6/15 together is 3900 ohms and is likely not ideal for therapy. The manufacturer representative was seeing impedance values of 20,000 to 40,000 ohms. The patient did not have any falls but did have radio frequency ablation around the time that these issues started. The manufacturer representative suspected that the impedance issues started around the same time as the patient seeing the settings not available message and the lack of therapy in 2020; however, they weren't discovered until the day of the report. Additional information was received from a manufacturer representative regarding the patient on 2020-jun-17. It was reported that the report of the vibration stopping was clarified to mean that there appears to be a device issue since most of the leads were out of range. The results of the x-rays are not known at this time. The cause of the settings not available message is related to damaged leads. The patient may have to decide if she wants a revision. It is unknown at this point if a revision will occur. The date that additional information will be known is unknown. There were no further complications reported.